Event description:
It was reported the right ventricular (rv) lead and this left ventricular (lv) lead exhibited low amplitudes. Technical services (ts) confirmed there was capture on the rv and lv. It was noted there was no intrinsic activity. This lv lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b) (2).